Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease (pad) and underwent endovascular therapy (evt). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the shoulder of the balloon tip and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.